Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported to animas that the patient was having several unspecified issues with the pump. No additional information was available. There was no known adverse event associated with this complaint. The animas due diligence process had been completed and no additional information was available. This complaint is being reported because the alleged issue remained unresolved.